Manufacturer narrative:
A tte (10/19/2016) and tee (10/21/2016) from the customer were reviewed by a third party expert whom determined the following: impression- despite thin and apparently pliable bioprosthetic leaflets, there is dramatically diminished opening of all three bioprosthetic leaflets early after bioprosthetic mitral valve replacement, with severe prosthetic mitral stenosis. The echocardiogram does not allow differentiation as to whether abnormal leaflet opening is due to factor(s) intrinsic or extrinsic to the bioprosthesis. The device history record (DHR) was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Based on the information received the cause of the event cannot be determined; however, surgical technique and patient factors may have contributed to the event.

Manufacturer narrative:
(B)(4). The device was not returned to edwards for evaluation as it remains implanted. If additional information is received a supplemental MDR will be submitted. Based on the information received, the cause of the event cannot be determined however, surgical technique and patient factors may have contributed to the event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was reported a patient with a 33mm mitral valve implanted for three days required transcatheter valve-in-valve intervention due to two leaflets being fused together and nonmobile as seen on echocardiogram. Patient was taken to the catheterization laboratory on extracorporeal membrane oxygenation (ECMO) support. On post operative day one, tte demonstrated severe mitral stenosis with increased mitral inflow gradients of 10 mmhg. On post operative day three, tee demonstrated increased mitral in flow gradients of 19 mmhg. A 29mm transcatheter valve was successfully implanted inside the failing 33mm valve. The patient was transferred to the intensive care unit in critical condition.